Manufacturer narrative:
Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The cracked liquid waste bottle is root cause of this event. The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) to report access 2 liquid waste bottle had developed a crack and leaked. No report or injury or exposure.